Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was smashed in a car accident. The insulin pump seemed to be working but it ended up giving her a lot more insulin. Therefore, her blood glucose level was 39 mg/dl within 20 minutes of the accident. The insulin pump's screen was cracked and looked like ink spread. The customer was hospitalized on (B)(6) 2016. The customer had to go to the ambulance. She was given medicine and was released from the hospital that same day. The customer was not off 24 hours before getting into the vehicular accident. The customer's blood glucose level was 447 mg/dl and she treated with a syringe shot. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. We were unable to perform the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests, verify operating currents, verify delivery anomaly and possible over delivery due to missing segments. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection. No additional cosmetic damage noted during physical inspection.